Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the contact springs are partially broken. Parts were replaced and the device was returned to the customer. Placeholder.

Event description:
Device was sent in by customer for service for an unknown reason. This is report 1 of 1 for complaint #(B)(4).